Manufacturer narrative:
The ge service rep arrived on site and powered up the system. It made x-rays and all table motions as expected. He ran the diagnostics. The rep failed power test on cini bridge pcb. The rep confirmed error varified all pcb's in work station, properly connected. He verified power supply voltages. All were ok. He removed the cini bridge pcb, disconnected the cini hard drive and rebooted the system and ran the diagnostics again. This time it passed all test. This pcb may have been damaged by power surge previous service call and slow to fail. Is for options not utilized by customer. No need to replace pcb. Leave system as is.

Event description:
The customer reported the system boots up but the display on collimator is blank and the system will not make x-rays. Also the tube leds lights don't come up.